Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with compromised force sensor system alert and insulin pump was not working. The blood glucose was 262 mg/dl at the time of the incident. Customer stated that, they are unable to exit the preparing to prime loop. Customer stated that, the rewind message occurred after an alarm customer stated that,they are stuck in rewind complete and bolus delivery loop. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4.0 lbs due to faulty force sensor resistor(gold). Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.